Event description:
Consumer reports high readings with their bd logic when comparing to an independent lab reading. Analysis run on clark error grid using lab reading (65) as a ref. Point vs. Bd readings (95) yielded data points in the d zone of the grid - outside acceptable limits.